Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 590cc on the left side and with mentor memorygel breast implant 480cc on the right side and suffered from bilateral breast pain and device migration. The patient reported: ¿once the swelling went down the implants shifted into the armpit, and they cause pain (constant). Wearing a bra causes pain.¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 7490486 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).